Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported "rupture of device with silicone spread." This record relates to an unknown side. The device has been explanted.

Event description:
Healthcare professional reported "rupture of device with silicone spread." This record relates to an unknown side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture and silicone migration: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.